Event description:
The home patient (hp) contacted baxter's technical service center regarding air in the patient line which occurred on the homechoice (hc) during fill 1. The baxter technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The hp stated that his supplies were in the car and ended the call. There was no patient injury or medical intervention indicated at the time of the initial report. No further detail is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.